Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will have the entire system explanted.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will have the entire system explanted.

Manufacturer narrative:
Additional information indicates the patient chose to have a pocket revision instead of an explant, as the stimulation was helping with her pain. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-70, serial: (B)(4), description:artisan surgical lead, 70cm.